Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred due to the cartridge. Customer's blood glucose (bg) level ranged between 358-359 mg/dl. Additionally, it was reported that the customer experienced elevated bg levels. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.